Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (battery faults) has been confirmed. Upon investigation the monitor was unable to complete essential performance testing. The root cause for the failure was a shorted c6 component. The shorted component was causing the batteries not appearing to hold a charge. The root cause for the defective c6 was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.